Manufacturer narrative:
On (B)(6) 2019, the patient reported that one wound site appeared to be infected. On this date, the patient went to the emergency room (ER) and had cultures and a CT scan taken. The ER doctor contacted the implanting clinician to discuss the prescribed oral antibiotic treatment (type, dosage, duration unknown). At a follow-up appointment with the implanting clinician on (B)(6) 2019, the patient was sent to wound care because the incision site had still not healed. On (B)(6) 2019, the implanting clinician scheduled a prophylactic explant of both devices for (B)(6) 2019, because wound healing had not improved following antibiotic treatment and culture results had not yet been received. Both stimulators were explanted on (B)(6) 2019, without complication. On (B)(6) 2019, culture results from both the ER and the implanting clinician's office were received and reported no infection was present. The territory manager confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, the infection was confirmed/replicated, there is no evidence that product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is unknown/no problem found. Device history record was reviewed and there were no non-conformances and product met specification at final release.

Event description:
Stimwave quality has investigated the details of a complaint for potential infection reported to stimwave on june 27, 2019, by territory manager. On (B)(6) 2019, the territory manager became aware of the issue when the patient reported that the implant site appeared infected.